Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the right leg artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected and advanced. After several successful inflations, the physician was finished ballooning and attempted to remove the device at the completion of the procedure. The catheter broke in half in the sheath. The physician was able to get it all out of the sheath and out of the body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis in two sections due to a break in the hypotube at 65.5cm distal to the strain relief. Both sections of the hypotube were kinked. No issues were noted with the distal extrusion. There was no damage noted to the tip, balloon, or blades. The shaft damage noted during analysis is consistent with excessive force having been applied to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the right leg artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon® flextome® monorail was selected and advanced. After several successful inflations, the physician was finished ballooning and attempted to remove the device at the completion of the procedure. The catheter broke in half in the sheath. The physician was able to get it all out of the sheath and out of the body. No patient complications were reported and the patient's status was stable.